Event description:
Biopsy instrument was cutting intermittently and a short was found in the cable. The case was completed by manipulating the cable. No patient consequence was reported. The device was returned for analysis.